Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when pulling the stent delivery system (sds) from the out of the hoop without resistance, the hub was noted to be separated. Therefore, a new sds was opened, but the second sds dispenser coil was noted to kinked. The sds was withdrawn from the hoop and the proximal shaft was noted to have a small kink as well. The physician decided to use the sds anyways in the procedure. The sds was used successfully to treat a lesion in the circumflex coronary artery. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging resulted in the noted kinked dispenser coil; thus resulting in the reported material separation at the same location inside the dispenser coil. There is no indication of a product quality issue with respect to manufacture, design or labeling.